Manufacturer narrative:
The tandem pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 1860 mg/dl, which was reportedly life threatening. Treatment was administered intravenously; however, customer was unsure of what was received as treatment. Customer was not sure if they were transferred to the intensive care unit, or if they remained in the emergency room; however, customer was released on (B)(6) 2019. Upon release customer felt good with bg around 100 mg/dl. Per the customer, troubleshooting was performed with a tandem clinical diabetes specialist and the pump was found to be operating as expected. The likely cause of the event was due to the pump running out of insulin; customer acknowledged.